Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital with an infection. It was noted that there was vegetation on the leadless pacemaker (lp). There was no known allegation from a healthcare professional that the lp or related procedure caused or contributed to the infection. No intervention was reported and no additional information was available. The patient condition was unknown.

Event description:
Information received indicates the leadless pacemaker was explanted.

Manufacturer narrative:
Correction - b5 - should have included the device was explanted correction - h6 - health effect - impact code should have been additional surgery rather than serious injury.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Electrical testing and longevity assessment found no anomalies. The cause of infection could not be traced to the device.